Event description:
It was reported that in (B)(6) 2013, the patient was downgraded to a pacemaker and the high voltage coils were electively capped at that time. The pace/sense portion remained in use. The pacing impedance has slowly increased since then. The lead was completely capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.